Event description:
Initial and f/u information rec'd on 08-nov and 12 nov 2010 from a nurse, respectively was processed together. This non-serious spontaneous case report from australia, upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree. (B)(4) this is report 3 of 3. (B)(4). A ptc has been initiated for this report (ptc number pending). This report involves a female pt who was treated with poly-l-lactic acid in (B)(6) 2010. No additional treatment details were mentioned. It was reported that the pt experienced acne type rash on the forehead, between eyebrows and chin after the treatment (unspecified onset date). The nurse stated that the rash was not in areas (unspecified) of poly-l-lactic acid treatment and suspected bacterial infection to the upper dermis as a result of patient's skin products, false nails, or stress during post treatment massage. The pt had been prescribed derma aid and some prophylactic antibiotic (unspecified brand names) to treat the infection. Relevant medical history and concomitant medication information are unk. Reporter's causality assessment: not provided. Addendum (12-nov-2010) although this case was preliminarily assessed at the affiliate level as a rumor (per adr form), additional information indicates that there is adequate information to assess the events as a complete case. Additional information is expected.